Event description:
(B)(4). Ongoing lower back pain with sharp abdominal pain, rash on both arms, foggy brain vertigo, hair loss, mood swings, joint pain, severe cramping with blood clots, can't sleep.